Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the emergency room on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 400 mg/dl. The customer was treated with fluid medications and potassium at the hospital. The customer experienced vomiting and weakness. The customer had been using the insulin pump within 48 hours of reported high blood glucose event. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the automode was active at the time incident.